Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had experienced pain under their breast bone after placement of a bravo capsule and had questions in regards to having an MRI with the possibility that the bravo capsule may not have detached. The customer stated that it had been approximately 80 days since the bravo capsule was placed. Tech support advised the patient that undergoing an MRI with a bravo capsule attached to the esophagus is a contraindication, and that they would reach out to our medical advisors for additional follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.